Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed the battery message and that the uninterruptible power supply (ups) was beeping. The representative replaced the battery and then replaced the uninterruptible power supply (ups) to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. No batteries have been received by the manufacturer for analysis. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Testing found that the ups made a loud arcing noise when powered up. This confirmed an electrical failure. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the uninterruptible power supply (ups) batteries on the imaging system would not hold a charge anymore. The viewing station of the imaging system showed a message stating that the batteries required replacement. No additional information was provided. There was no patient present when this issue was identified.